Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, the tip of the stent protector was held and removed but the mounted stent got separated with it. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Synergy ous, mr, 3.5x 16mm stent delivery system (sds) was returned. A visual examination found that the stent was returned separated from the sds. The stent was damaged for its entire length. A visual examination of the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector was measured and was within specification. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the returned device all meet the specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 16 synergy¿ drug-eluting stent, the tip of the stent protector was held and removed but the mounted stent got separated with it. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.